Manufacturer narrative:
This is one of four manufacturer reports being submitted for this case.  Reference: fovino, luca nai, et al. "Transfemoral aortic valve implantation with new-generation devices: the repositionable lotus vs. The balloon-expandable edwards sapien 3 valve." Journal of cardiovascular medicine 19.11 (2018): 655-663. Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices.  According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients.  After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes.   In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Attempts have been made to obtain individual details for the patients and events but it was not forth coming. The cause of the strokes are unknown; however, patient factors not provided and the mechanisms described above might have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported from the literature article: ¿transfemoral aortic valve implantation with new-generation devices: the repositionable lotus vs. The balloon-expandable edwards sapien 3 valve¿, 93 patients with severe symptomatic aortic stenosis who underwent transfemoral tavi with edwards sapien 3 from august 2013 to january 2017 were matched with patients who underwent transfemoral tavi with the lotus valve. Outcomes were evaluated according to valve academic research consortium-2 definition at discharge and 30 days. The following results were observed: (in-hospital outcomes) 1 patient had a disabling stroke, 3 patients had a major vascular access-related complication, 1 patient had a cardiac tamponade, and 9 patients required a new pacemaker implantation.

Manufacturer narrative:
This is one of four manufacturer reports being submitted for this case.  Please reference the following related manufacturer report no: 2015691-2018-04623 edwards esheath introducer set. 2015691-2018-04624 edwards sapien 3 transcatheter valve. 2015691-2018-04625 edwards sapien 3 transcatheter valve.

Manufacturer narrative:
Reference CAPA-20-00141.